Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd 10ml syringe luer-lok¿ tip the scale markings were found to be deviated (instead of being straight) making volume measurement impossible there was no report of injury or medical intervention.

Manufacturer narrative:
Results: three sealed 10ml packaged syringes were received by bd (B)(4) and confirmed to be from batch #7150657. The samples were visually evaluated. The syringes were found to have skewed scale. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: an absolute root cause for this incident cannot be determined. Based on the severity assigned to this complaint and the results of the complaint lot history check, CAPA is not required at this time.